Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2014, reporting that they were hospitalized (in intensive care) from (B)(6) 2014. The patient was hospitalized due to extreme altered level of consciousness. The patient stated that they were taken to the hospital after their spouse had tried to waken them. They stated that their blood glucose (bg) of 1000mg/dl in the hospital. The patient stated that their healthcare professional (hcp) wants the pump replaced. This report is being made due to the hyperglycemic event the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 04/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/09/2014 with the following findings: the pump history shows no alarms outside the range of normal patient use; no activity related to the complaint was observed. The total daily dose prior to the event add up correctly. The pump successfully passed a delivery accuracy test and was found to be operating within required specifications and delivering accurately. Investigators were unable to duplicate reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.